Event description:
The patient was undergoing a coil embolization procedure using pod coils and a lantern delivery microcatheter (lantern). During the procedure, a pod coil unintentionally detached within the patient''s vessel. The physician used a snare device to remove the pod coil from the patient. No additional information regarding the completion of the procedure was provided. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that this complaint was submitted to the FDA by the user facility with the following reference number: (B)(4). The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.